Event description:
It was reported that five hundred (500) vented high-volume inlets had particulate matter. The particulate matter consisted of hair, fiber, or black spots. This was observed during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.